Manufacturer narrative:
No sample was available for evaluation, therefore, the complaint is deemed as unconfirmed. No further investigation required. Event data will be trended per quality data analysis procedure.

Event description:
A nurse reported that this patient had a cassette leak that occurred during priming set-up. There is no sample. No report of patient ill effect.